Event description:
It was reported that a malfunction alarm occurred on the pump, specifically alarm 20, during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on proper loading techniques and assisted in loading a new cartridge, but the alarm recurred, preventing successful insulin therapy resumption. Consequently, technical support arranged to replace the pump, and instructed the customer to use manual daily injections as a backup therapy. The customer was also guided on how to store and return the problematic pump with a pre-paid label.